Event description:
The pt has 2 scs leads with the same lot number. It was reported the pt is not receiving stimulation with one of her scs leads and experiences painful unintended right waist overstimulation with the other. X-rays identified the scs leads have migrated out of the epidural space. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.